Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (endoleak). (Lack of information, cause of event is unknown).

Event description:
The patient was successfully treated with a distal extension and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine. Non-contrast post-implant cta's show that the single talent stent graft was positioned from just distal to the lsa, extending into the descending thoracic aorta, which is angulated beginning just distal to the stent graft. The maximum taa diameter is approximately 55mm, which is near the current location of the distal graft margin. The distal stent graft od is 38 x 42mm. The cause of the endoleak could not be determined. The non-contrast films could not assess the endoleak, and earlier follow-up films were not provided; however, it appears that disease progression and/or morphology changes may have caused the reported distal type I. It is also possible that the distal portion of the stent graft may have moved proximally from it's implanted position.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment unknown size thoracic aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that there was a distal type I endoleak; cause of the event is unknown. The patient is scheduled for treatment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Method: film evaluation. Results, conclusion: disease progression and/or morphology changes.